Event description:
Pump delivered medication too rapidly. Settings verified and accurate. Pump pulled from service. No harm to pt. Dates of use: (B)(6) 2012. Event abated after use stopped or dose reduced: yes.